Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04948 was provided in sections b1 and h1. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella was implanted with no issues but upon attempted removal of wire most came out, but a portion got stuck, frayed, and broke off. Still in patient as the physician did not want to remove as this time, patient has bilateral hematomas to both groin sites and ij site. Pt received 7 units of blood and 1 unit ffp.